Event description:
This pt had history of chest deformity from childhood. She came into office complaining of tender, firm left breast. Per medical record, pt has had multiple implants in past. Operative diagnosis, capsular contraction severe (left) grade IV; capsular contraction, mild (right) grade ii; severe breast deformity and asymmetry secondary to pectus ex cavatum and childhood chest surgery.